Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient experienced pelvic and vaginal area pain, erosion, extrusion, chronic urinary tract infections, urinary/bowel problems, organ perforation, dyspareunia, neuromuscular problems and vaginal scarring, vaginal discharge, severe constipation, painful intercourse, body pain, pelvic muscle spasms, sharp abdominal pain, emotional suffering. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that post implantation the patient experienced pelvic and vaginal pain, dyspareunia and mesh erosion. (B)(4).